Event description:
N.a. Transferred resident from bed to whirlpool chair for whirlpool bath; chair broke and fell to floor, causing resident to fall to floor, also, resident bumped right side of face, right shoulder and right arm, right leg on floor.